Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The bottom case was cracked. A review of the event history log showed evidence of the following alarms: acu watchdog and primary audible alarm post errors. The reported product problem (boot up error) was confirmed by way of the event history log. An occlusion test was performed. The reported product problem (boot up error) was not replicated during the test however. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The pump underwent preventative maintenance.

Event description:
It was reported that the medfusion pump produced a boot up error. No patient injury or complications were reported in relation to this event.